Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service required on screen and not turning on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed contaminated pcb, contaminated blower, contaminated ds2 inlet/outlet seal, contaminated unit and ui plus burnt bezel. The customer complaint was not reproduced. There were multiple error codes has been identified. The device was scrapped.